Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -4.5 diopter, implantable collamer lens in the right eye (od) on (B)(6) 2017. During implantation, the patient's eye rolled. The surgeon explanted and exchanged the lens intraoperatively with a back-up lens and it was successful.